Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2016. The fse found a leak from defective tubing through pinch valve (pv37) between feed through fitting, ff107 and 124. He replaced all the tubing in pv37 which resolved the leak. The fse also noticed that the white blood cell (wbc), red blood cell (rbc) and hemoglobin (hgb) reproducibility were high and out of specification. He found that check valve (cv19) had malfunctioned. The fse replaced the blood sampling valve (bsv) actuator and adjusted the primary mode aspiration pump volume which resolved the wbc, rbc and hgb reproducibility issue. The instrument ran without leaks or errors and all repairs were verified per established procedure. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a clear fluid leak from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was performing a clean cycle when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.